Manufacturer narrative:
H3: device evaluation: lens was returned dry with debris in a microcentrifuge vial. Visual inspection found one of the haptics torn and residue on lens surface. Claim # (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.7mm, vticm5_13.7, -10.50/5.50/064 (sphere/cylinder/axis), implantable collamer lens tore/broke before/during loading. The reporter stated " the lens was loaded in the cartridge and the foam tip was placed in the injector and then cartridge put in the injector. As the doctor was pushing the lens forward with foam tip to check that everything was in place, he noticed that the alignment of the lens was not right and decided to reload the lens to avoid complications on injecting the lens upside down. He removed the icl and when reloading in the injector, he noticed a tear in the lens and decided it's not safe to implant." There was no patient contact and the cause of the event is unknown. A replacement lens will be implanted.